Event description:
It was reported that: while the device was ventilating a pt, the user noted that the display went blank and the device stopped ventilating the pt. The pt was manually ventilated with an alternate device until being placed on another ventilator. No pt injury reported.